Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: when doing an anastomosis, the wire detached from the needle. The needle got buried in the muscle and could not be removed. For an hour, the physician tried to find the needle to remove it, without success. A belly x-ray was done to find the needle and check the needle movement.